Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced multiple ventricular tachycardia (vt) episodes. The device data showed only one electric shock was delivered and was not successful. Anti-tachycardia pacing (atp) therapy was suspected to not be successful as well. Boston scientific technical services (ts) recommended to further discuss it with the following physician. No adverse patient effects were reported. At this time, this device remains in service.